Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was mdt rep called while meeting with pt and reports that since implant they have had difficulty maintaining good recharge quality during ins recharge sessions. Mdt rep reports that they have tried using the belt and other methods to hold the antenna in place, and that if they put pressure on the antenna it will connect and recharge, but as soon as that pressure lightens or they attempt to use the recharging belt, it shows poor recharge quality screen. Mdt rep also reports that without the 97755 plugged in, the pt controller will not recognize the ins, even when both are charged. Tss reviewed tech mode menu and pairing the pt controller to the ins, this was successful and recognized the ins without the 97755. Tss had mdt rep inspect the ins site, and mdt rep reports that while he can palpate all edges of the ins, the top portion of the ins is more prominent and visible than the bottom of the ins, suggesting that it is tilted in the pocket. Mdt rep reports that he also tried a spare 97755 but again were only able to recharge when pressure was applied to the antenna over the ins. The issue was not resolved through troubleshooting. Mdt rep reports that pt has a follow-up appointment with hcp tomorrow and he will discuss the pt's ins and pocket and if potential imaging or other management was necessary. The rep reported they were made aware on 9/11/2023. Rep reported it was confirmed the ins was tilted. Rep reported they worked with the patient with positioning of recharger and seemed to have fixed the issue. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.